Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient sent a merlin.net transmission showing an alert for hv lead impedance greater than upper limit. Patient was called in clinic and programming changes were made. The patient did not have any issues at the time of reprogramming. There have been no additional alerts and complications since device reprogramming.